Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water tightness was lost due to a pinhole on the bending section cover (a-rubber); the bending angle in up direction does not meet the standard value due to wear of angle wire; the adhesive on the bending section cover was chipped; there were scratches on the control unit, grip, up/down plate, right/left plate, forceps elevator (fe) lever, angulation lever, right/left lever, light guide (lg) connector, light guide cover glass, video connector case, video connector, and switch 1 (sw1). The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the deflectable videoscope had air/water leakages. During evaluation, the following reportable issue found that the adhesive part of the objective lens had peeled off. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.